Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned at this time.

Event description:
It was reported that the catheters were allegedly cracked to their distal extremity. This occasionally occurs when connecting the catheter to the pigtail. The reported event resulted in catheter replacement. No injury reported.